Event description:
It was reported that the patient had a trial done on 2015-(B)(6). Their chronic pain was greatly improved especially in their leg. The patient then noticed sacroiliac pain. The patient had a history of sacroiliac pain but it was not present when the trial started. On 2015-(B)(6) the patient ended up in the emergency room and wanted pain medications. A manufacturer representative recommended that the patient turn their stimulation off on 2015-(B)(6) but this did not help with the pain. The patient had their lead pulled on 2015-(B)(6). Additional follow-up indicated that the sacroiliac pain was not suspected to be device related. The patient was discharged from the hospital after a couple of days and they had no sequela.

Manufacturer narrative:
Concomitant medical product: product ID: 977d260, serial# unknown, product type: screening device. (B)(4).